Manufacturer narrative:
H10, h2, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed no issues. Functional evaluation revealed revealed the flow 50 wand has no output voltage. The unit was opened and found no issues. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during t&a the werewolf ent was not working; 3 halo wands were connected to the unit and saline would flow out of the wand but it would not ablate or coagulate. A wand was tested in a bowl of saline and no plasma seemed to be forming (no orange glow either), two more wands were tried without success. Then, the werewolf generator was replaced with another werewolf ent unit and the new halo wands opened worked as expected. The procedure was completed without delay using a s+n backup device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.